Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as unidentified (tear) opening and missing piece of shell assessed as inconclusive. (Shell thickness within specification). Additional observations: observed creases on the device. Observed wear abrasion on the device. Observed non penetrating nicks on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side implant rupture. Device has been explanted and replaced with a non-allergan device.

Event description:
Physician reported implant rupture. MRI and mammography have taken place. Device has been explanted and replaced with a non-abbvie device. This relates to the left side

Manufacturer narrative:
H.6 continued: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture device evaluation: device photograph(s) for the device related to the reported event of rupture requested on sep 08, 2023. It is not possible to determine the lot number or catalog through the photos provided. Visual analysis of the photographs identified: ¿ rupture : observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: ¿ brown particles observed on the gel. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reported implant rupture. MRI and mammography have taken place. Device has been explanted and replaced with a non-abbvie device. This relates to the left side